Event description:
It was reported that a cartridge alarm occurred, but there was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to load a second, new cartridge, which the caller successfully did, allowing them to resume insulin.